Manufacturer narrative:
A steris service technician arrived onsite and found that the view port had become damaged allowing steam to leak from the sterilizer and condense on the floor. The technician replaced the view port, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their amsco 400 sterilizer was leaking steam. An employee identified the leak and immediately turned the sterilizer off. No report of injury.